Event description:
It was reported that this right ventricle lead was repositioned due to experiencing dislodgement and exhibiting high pacing thresholds and loss of capture. Another lead was implanted instead. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem.

Event description:
It was reported that this right ventricle lead was repositioned due to experiencing dislodgement and exhibiting high pacing thresholds and loss of capture. This lead remains in service. No further adverse patient effects were reported.